Event description:
It was reported that during generator replacement surgery on (B)(6) 2015 due to end of service, the vns patient¿s lead was found to have a fracture at the bifurcation of the pins. The patient¿s generator and lead were explanted and not replaced at the time. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.